Event description:
Customer reported that the table intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the 15v and 12v power supplies. System operates as intended. This MDR is related to ge healthcare complaint.